Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and obtryx mesh were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2011. During the surgery on (B)(6) 2011, a portion of the posterior vagina was repaired with elevate mesh. On (B)(6) 2012 the patient had another mesh removal surgery to remove all of the eroded mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, discomfort, and dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.